Event description:
Patient scheduled for total shoulder arthroplasty. During the procedure, a humeral head protector was utilized to ensure the humeral head did not fracture. The device does not have a tag on it. The humeral head protector slipped behind the shoulder into the deltoid muscle, out of site of the surgeon. Wound was closed. Patient was discharged. Upon surgeon reviewing the post-op x-ray, it was discovered the humeral head protector had been retained in the wound. Pt was scheduled to return to the operating room (or) for device removal.